Manufacturer narrative:
The reported events were lead dislodgement and high capture threshold. A complete lead was returned in one piece for analysis. The reported event of high capture threshold was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The helix was found to be retracted and clogged with blood.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. Upon review it was noted that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition.